Manufacturer narrative:
The reported issue could not be reproduced during testing at heartsine. It can therefore only be suggested that the reported issue related to the pad-pak being incorrectly seated within the device, resulting in loss of connection on the patient side. However, a conclusive root cause could not be determined. This device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device continued giving the "apply the pads" prompt despite the pads already being attached to the patient. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted heartsine to report that their device continued giving the "apply the pads" prompt despite the pads already being attached to the patient. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine technologies ltd has received the device and investigation into the device malfunction is pending. Upon completion, the conclusions will be submitted in a follow-up report.